Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's device was unable to run the ventricular capture management (vcm) program, while at the same time showing that it had an "adapted" ventricular output of 7.5 v, 5 v, and 6v. It was also reported that while the patient had not been seen in the clinic since (B)(6) 2010, the device was showing that it had been reprogrammed on (B)(6) 2010 and there was a pacing mode change. The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and no anomalies were found. Capture management will not run if the pacing output is set above 5 volts. The adapted values are showing the maximum pacing output value. The last successful ventricular capture management test was on (B)(6) 2010 where the output was between 3.5 and 5 volts. Corrected: facility aware date.